Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument. The fse advised the customer to replace the sodium electrode to resolve the issue. No patient demographics were provided by the customer. (B)(6).

Event description:
The customer reported the generation of false low sodium (na) patient results on their au480 chemistry analyzer for 2 patients. The erroneous patient results were not reported out of the laboratory; hence, there was no change to patient treatment in association with the event. Quality control was within the laboratory's established ranges prior to and after event.